Event description:
Additional information was received from a rep. It was reported that the patient was unable to charge the new ins post-implant. The ins could not be communicated with in theater. It was noted that the previous issues charge the previous ins may have led or contributed to the issue as they were not resolved at the time of implantation of a new ins. A rep tried to communicate with the ins post-operative in the clinic on (B)(6) 2021, but he could not communicate with the ins. "Query flat" ins was noted and they could not communicate via the charging unit either. Antenna locate showed a weak connection, then an rm03 error was seen on the handset screen. The recharger antenna was changed and charge was pushed through until the ins reached 80%. At this stage, they communicated with the ins. A connection was made and the ins was programmed. The patient reported paresthesia across her pain areas. Charging was working well, and they attempted turning the ins up/down and on/off and this all worked well at the time of the patient leaving the clinic on (B)(6) 2021. The issue was resolved. Additional information was received from the rep. It was noted that the rep along with another rep had seen the patient in the clinic. It appeared that the recharger the patient had from the previous system had a fault as it would not charge or communicate with the ins. An rm03 error on the screen of the patient controller was also noted. When the ins was charged to 80%, it was done so in the reps' presence. Reaching 80% was enough to communicate with the newly implant ins and program it. The problem was resolved as of (B)(6) 2021 and it was noted that the customer was aware. Additional information was received from the rep. The nurses reported not being able to connect to the ins in surgery and later once the patient was in recovery. The patient could not charge the new ins and then was seen by the reps as previously reported. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that during ins replacement surgery, communication could not be done with the new ins. There was a ¿hardware¿ failure. Communication errors displayed. Connected a trialing cable to the physician programmer to test the lead intra operatively. All impedances okay. The pain clinic physician tablet and communicator were first used (a few attempts) and then a different communicator and physician tablet were used but found no device. The patient¿s pocket was opened back up and tested the ins in a sterile manner outside of the pouch. Both sides up with no success. It was noted that they did try to communicate on the table. No other ins was available so the ins was put back into the pocket. The patient was asked to charge the battery and will be seen back in the clinic on (B)(6) 2021. Communication/interrogation with the ins while still in the box was not done. Charging prior to implant was not done. There was not a lot of interference as interrogation was performed post-operatively. The issue was not resolved. The patient was alive with no injury.